Event description:
Customer reported that pump declared an alarm during the pumping process. There was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin therapy as cartridge alarm recurred despite efforts to load a new cartridge with assistance from technical support. As a result, technical support arranged for a pump replacement. Pump was under warranty, and customer indicated that no backup therapy was currently available but planned to reach out to a healthcare provider for further assistance. There was no additional information received regarding the outcome of the event.